Event description:
The manufacturer received information alleging a "ventilator service required" alarm occurred. The device was in patient use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed during an operational check. The system error logs were reviewed, a critical error code related to "battery not charging" was confirmed. At the time of the occurrence, the detachable battery was charging, and the battery level was confirmed to be 88%. After discharging the battery through device operation and recharging it to 100%, no issues were confirmed. Verification testing was conducted, but no failures were detected. The technician recommended replacing the detachable battery and system board to address the issue. After all of the parts were replaced on the device, the final and run-in tests were performed, along with the battery and valve checks. Afterwards, the device was operational, and it was cleaned.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a "ventilator service required" alarm occurred. The device was in patient use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed during an operational check. The system error logs were reviewed, a critical error code related to "battery not charging" was confirmed. At the time of the occurrence, the detachable battery was charging, and the battery level was confirmed to be 88%. After discharging the battery through device operation and recharging it to 100%, no issues were confirmed. Verification testing was conducted, but no failures were detected. The technician recommended replacing the detachable battery and system board to address the issue. After all of the parts were replaced on the device, the final and run-in tests were performed, along with the battery and valve checks. Afterwards, the device was operational, and it was cleaned. New information/linv: the system board was returned to the manufacturer product investigation lab for the failure of an e-59 in the event log. The service tech replaced the system board as a discretionary/precautionary measure and not due to any confirmed component malfunction. Therefore, no further investigation of the system board is required at this time. Box h coding updated.